Manufacturer narrative:
(B)(6). The affected device was received for evaluation. The visual inspection verified the reported cut in the tubing. The cause of the cut could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a colleague access set leaked from a cut in the tubing during priming. It was reported that the set was primed with sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.